Event description:
Crm received information that this right ventricular (rv) lead had exhibited some undersensing and intermittent loss of capture. It was noted that the lead dislodged, possibly due to twiddler's syndrome. The lead was successfully repositioned. To date, there have been no additional adverse patient effects reported. At this time the product remains in service. If additional information becomes available this event will be updated as necessary.